Manufacturer narrative:
Information contained in this report was previously submitted through asr. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis was performed which identified: wear abrasion, fold creases, an opening on radius, brown particles on shell surface, and brown particles in fill channel. Leak test was performed which identified leakage per brown particles, these particles were removed, and subsequently a leak test was performed which identified no leakage in the valve. Microanalysis identified one sharp opening on posterior assessed as unidentified (tear) opening and an opening striated on radius assessed as surgical damage. A dimension measurement in the shell was performed which identified the thickness within specification. Additional visual analysis identified fold creases. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: a sharp opening assessed as unidentified (tear) opening, an opening due to surgical damage. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Deflation ¿ breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation.

Event description:
Patient reported a left side deflation. Health professional confirmed the event. Device has been explanted.